Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. At an unspecified time, line a of the device was programmed to deliver unspecified concentration of fentanyl, at a rate of 10 ml/hr, for a duration of 5 hours, and the delivery was started. No further programming parameters were provided. After approx one hour, the nurse went to check on the intubated pt. At that time, the nurse noted the device had delivered a 100 ml instead of the expected 1 ml; however, it was not specified the rate that was displayed on the device. The device was removed from clinical service. The physician was notified. There were no reported adverse pt effects. The customer contact reported that even though the pt reportedly received 100 ml of fentanyl, the pt's vital signs remained within "normal limits" and the pt was reportedly still "agitated and combative." No medical interventions were required. The customer contact reported at an unspecified time the following day the pt was extubated and transferred to an unspecified unit. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.97 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml ((B)(4)). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history found that on the reported event date of (B)(6) 2012, the programming present in the history did not correlate with the customer's reported programming and event info. This report represents all the info known by the reporter upon query by hospira personnel.